Manufacturer narrative:
Based on the results of the investigation, the reported event was due to a pressure reducing valve failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the insufflation unit had insufficient flow due to a faulty valve. There was no patient involvement.